Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer did experience any symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was treated with manual delivery insulin. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering. Drive support cap appears to be normal. The insulin pump will not be returned for analysis.